Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had poor coupling and was seeing the charging screen; however there were zero coupling boxes shaded and patient has been charging for over an hour and a half and was not seeing any progress in the ins battery level. Patient was to re-position antenna over their ins and ensure the belt was positioned properly. Antenna locate feature was attempted but issue was not resolved. No symptoms reported at this time.